Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's biphasic module pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. This is a physio-owned evaluation device and it was returned to the physio evaluation inventory. Physio-control further evaluated the removed biphasic module pcb assembly and did not observe any issues with this part. A further component root cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device did not deliver energy while attempting a test shock. The device also displayed an "abnormal energy delivered" message while attempting to shock.